Manufacturer narrative:
No product returning for eval. Should new info become available, a f/u MDR will be sent.

Event description:
Received info stating pt was hospitalized for dka and high bg's on three occasions.